Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') And uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometriosis, leiomyoma, oral contraceptive, myomectomy, urinary tract infection, fibroids, surgical intervention, uterine leiomyoma embolization, pelvic adhesions, flank pain, fatty liver, chronic cervicitis and nabothian cyst. Concurrent conditions included headache, migraine, back pain, nausea, nephrolithiasis, gastrointestinal disorder and dyspareunia. Concomitant products included levonorgestrel (mirena) for birth control as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone (progestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the uterine haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right:1 , left: 5. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: result: no hernia or abscess following fallopian tube surgery. Enlarged fibroid uterus. The patient has undergone essure procedure. Small volume of free fluid in right adnexa is probably due to recently ruptured cyst. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain,uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: events-¿ abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), psychological or psychiatric problems condition: depression, abnormal uterine bleeding, psychological or psychiatric problems condition: mental anguish, lower abdominal pain¿, reporter information updated, patient history, lab data, concomitant drugs were added. Events- ¿physical pain/pain, lower abdominal pain¿ outcome updated to ¿recovering / resolving¿ and event ¿abnormal uterine bleeding -¿ outcome updated to ¿recovered / resolved¿ incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometriosis, leiomyoma nos, oral contraceptive, myomectomy, urinary tract infection, fibroids, surgical intervention, uterine leiomyoma embolization, pelvic adhesions, flank pain, fatty liver, chronic cervicitis and nabothian cyst. Concurrent conditions included headache, migraine, back pain, nausea, nephrolithiasis, gastrointestinal disorder and dyspareunia. Concomitant products included levonorgestrel (mirena) for birth control as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone (progestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterecttomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving, the uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right:1 , left: 5. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: result: no hernia or abscess following fallopian tube surgery. Enlarged fibroid uterus. The patient has undergone essure procedure. Small volume of free fluid in right adnexa is probably due to recently ruptured cyst. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain,uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Event: abdominal pain were added. Event outcome of abnormal bleeding were updated to recovered. Event: abnormal uterine bleeding seriousness criteria were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometriosis, leiomyoma nos, oral contraceptive, myomectomy, urinary tract infection, fibroids, surgical intervention, uterine leiomyoma embolization, pelvic adhesions, flank pain, fatty liver, chronic cervicitis and nabothian cyst. Concurrent conditions included headache, migraine, back pain, nausea, nephrolithiasis, gastrointestinal disorder and dyspareunia. Concomitant products included levonorgestrel (mirena) for birth control as well as nsaids since (B)(6)2011, paracetamol (acetaminophen) since (B)(6)2011 and progesterone (progestin). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving, the uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right:1 , left: 5. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: result: no hernia or abscess following fallopian tube surgery. Enlarged fibroid uterus. The patient has undergone essure procedure. Small volume of free fluid in right adnexa is probably due to recently ruptured cyst.. Hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain,uterine haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Event: abdominal pain were added. Event outcome of abnormal bleeding were updated to recovered. Event: abnormal uterine bleeding seriousness criteria were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometriosis, leiomyoma nos, oral contraceptive, myomectomy, urinary tract infection, fibroids, surgical intervention, uterine leiomyoma embolization, pelvic adhesions, flank pain, fatty liver, chronic cervicitis and nabothian cyst. Concurrent conditions included headache, migraine, back pain, nausea, nephrolithiasis, gastrointestinal disorder and dyspareunia. Concomitant products included levonorgestrel (mirena) for birth control as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone (progestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterecttomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving, the uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right:1 , left: 5 she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: result: no hernia or abscess following fallopian tube surgery. Enlarged fibroid uterus. The patient has undergone essure procedure. Small volume of free fluid in right adnexa is probably due to recently ruptured cyst.. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain,uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Event: abdominal pain were added. Event outcome of abnormal bleeding were updated to recovered. Event: abnormal uterine bleeding seriousness criteria were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometriosis, leiomyoma nos, oral contraceptive, myomectomy, urinary tract infection, fibroids, surgical intervention, uterine leiomyoma embolization, pelvic adhesions, flank pain, fatty liver, chronic cervicitis and nabothian cyst. Concurrent conditions included headache, migraine, back pain, nausea, nephrolithiasis, gastrointestinal disorder and dyspareunia. Concomitant products included levonorgestrel (mirena) for birth control as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone (progestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterecttomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea, depression and anxiety outcome was unknown and the abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right:1 , left: 5 she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: result: no hernia or abscess following fallopian tube surgery. Enlarged fibroid uterus. The patient has undergone essure procedure. Small volume of free fluid in right adnexa is probably due to recently ruptured cyst. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain,uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritability, endometriosis, leiomyoma nos, oral contraceptive, myomectomy, urinary tract infection, fibroids, surgical intervention, uterine leiomyoma embolization, pelvic adhesions, flank pain, fatty liver, chronic cervicitis and nabothian cyst. Concurrent conditions included headache, migraine, back pain, nausea, nephrolithiasis, gastrointestinal disorder and dyspareunia. Concomitant products included levonorgestrel (mirena) for birth control as well as nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and progesterone (progestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterecttomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving, the uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right:1 , left: 5 she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: result: no hernia or abscess following fallopian tube surgery. Enlarged fibroid uterus. The patient has undergone essure procedure. Small volume of free fluid in right adnexa is probably due to recently ruptured cyst. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain,uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Event: abdominal pain were added. Event outcome of abnormal bleeding were updated to recovered. Event: abnormal uterine bleeding seriousness criteria were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.